Event description:
It was reported that the patient was initially planned to be seen in july for consultation though patient's doctor urged that the patient be seen sooner. The physician reported that the patient had gone 5 weeks without a seizure but now has 12 a day, which is not normal for the patient. No additional relevant information has been received to date. No known surgical intervention has occurred to date.